Event description:
During a routine ICD replacement, fluoroscopic image revealed outer insulation damage. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.